Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.50 x 32 stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage. Stent damage with struts in the mid stent region were lifted and pulled in all directions and struts in distal region bunched. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found bunching along in the polymer extrusion. Device inflated to 18 atmospheres as per IFU and held pressure without issues. Device deflated in 9 seconds. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-oct-2020. It was reported that the device was defective. A left heart catheterization was being performed. During insertion of a 2.50 x 32mm synergy ii drug-eluting stent, it was noted that the device was defective. The procedure was completed with no patient complications reported. However, returned device analysis revealed stent damage.